Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough ns, sion blue; guide cath: heartrail 6fr. Il3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The 2.25x15mm nc traveler referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and heavily calcified concentric de novo lesion in the proximal left anterior descending artery. Resistance advancing a 2.25x15mm nc traveler balloon dilatation catheter (bdc) was felt. The balloon ruptured at 10 atmospheres (atm). A 3.00x15mm nc traveler bdc was advanced; however, resistance with the anatomy was felt. The balloon ruptured at 14 atm. The procedure was successfully completed with a non-abbott bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.